Manufacturer narrative:
Treatment report review shows no abnormalities that could have contributed to reported event. All energy settings were within range and specifications at this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a patient that underwent unremarkable lasik ou. The patient called the facility the same day after a nap and reported blurred vision. Upon examination, the patient was diagnosed with striae in the right eye. Flap lift and stretch was performed and issue has been noted as resolved.